Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 4 months post-implant, it was reported that the patient expired. The cause of death was reported as suicide as the patient had cut his driveline. No further information was available.

Manufacturer narrative:
A full analysis of the pump was unable to be conducted as the pump was not returned to the manufacturer for evaluation. The hospital provided photos of the patient¿s driveline which confirmed damage to the driveline. Although the submitted photos did not reveal whether there was wire damage to the red or brown wires; the photos did reveal the green, yellow, and black wires had been cut all the way through and the inner conductors of the orange wire was exposed. The green and yellow wires represent the two wires in motor phase 1 and an interruption of power to these wires would have caused the pump to stop. The observed damage appeared to be consistent with the report that the patient cut their driveline. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of the device is 1 year and 4 months. The pump was not explanted from the patient; therefore will not be returning to the manufacturer for evaluation.no further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.